Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent a bravo procedure. The patient complaint of chest pain from the bravo capsule. A chest x-ray was performed, and the patient went to the ER, and was discharged. The capsule was not removed and the patient will have an esophagogastroduodenoscopy (edg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.